Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device cannot be powered on when lid is open. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device cannot be powered on when lid is open. The customer has been provided with a replacement device. The customer's device was archived by stryker. A cause of the reported issue could not be determined.